Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.5cm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER with abdominal pain. A CT was done and showed that a stent fractured and tore the fabric creating a type ia endoleak. A 32mm aui with a 1616124 extension was implanted through the left side, and another manufacturer¿s 20mm plug was implanted in the right iliac, and a fem-fem bypass was completed to resolve the endoleak. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.